Event description:
The pt was feeling nauseated and was vomiting on 2/21/2000. Pt was testing blood glucose on the suspect device and taking medications. Pt continued with the same on 2/22/2000. On 2/23/2000 pt went to the doctor's office. The pt was admitted to the hospital due to dehydration. While in the hosp pt had comparisions with pt's suspect meter and the hospital meter that did not correlate. The pt states that the dr alleged that the pt was overmedicating based on the suspect device alleged inaccurate readings.